Manufacturer narrative:
Additional information: d.11 additional concomitant added: 8015. Device evaluation: it was reported that there was a bulging bubble in tubing. Received one used primary set model 2420-0007 lot unknown. The pcu and pump device that were in use during the customer event were not returned for evaluation. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection confirmed a balloon in the silicone tubing pump segment (p/n 12088541) near the upper fitment (p/n tc10008721). No other anomalies or evidence of damage were observed upon initial visual inspection. Functional testing of previous complaints with the failure mode of ¿balloon/bulge in silicone tubing segment¿ was performed by placing the infusion set in an alaris pump module and closing the door, programming/running the infusion, pausing the infusion, and then injecting an IV push fluid bolus through a distal y-site of the infusion set. Testing included injecting an IV push bolus after clamping the tubing (below the pump segment but above the IV push site per the dfu) and injecting the IV push bolus without clamping the tubing. Ballooning was not replicated in any clamped testing but has been replicated in unclamped testing when the tubing had been visually observed to be compromised (from previous ballooning). Due to the high number of previously investigated complaints for this same failure mode exhibiting the same visual observations and functional testing results of ballooning caused by excess pressure within the silicone tubing segment when the tubing is not clamped per the dfu instructions, further functional testing of events reported for balloon/bulge in the silicone tubing segment is not required. This rationale is supported by instruction 7.2.2 of 1503-001-000-swi-mms (v. 02) cad complaint failure investigation (dir #10000360030_02) that states that the complaint failure investigation is not required if the investigation on the reported event has been previously performed and is supported by the technical customer advocacy manager. Further visual inspection of the silicone tubing confirmed that the tubing's concentricity was within specification. Equipment used (visual inspection on (B)(6) 2020) - ram optical instrumentation/eq08204/calibration due date 5-feb-2021 device history record could not be performed on model 2420-0007 because the lot # for the suspect set was not provided. The customer¿s report of balloon in the pumping segment was confirmed upon visual inspection. Previously investigated complaints for this same failure mode determined that the ballooning is caused by excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown. H3 other text : see h10

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced ruptured tubing and tubing expansion expansion/ballooning/bulging. The following information was provided by the initial reporter: additional information (customer response)(B)(6) -2020: can you provide a description of the event? -work order was place stating ¿IV pump may be causing the IV tubing to rupture¿ what was the date and time of the event? -work order was placed on (B)(6) at 3:02 pm please provide the material and lot number of the defective tubing: unknown. Was the tubing set attached to a patient at the time of the event or occurred during preparation/setup or when taken out of package? -unknown was there a delay of, or change in, the course of treatment due to the event? Please explain: unknown where did the event occur? -unit: 5g pi tubing broke on unit asset name: 8100 pump module v9.17.0.22 asset location: patient or user involvement: yes patient or user harm: no case description: has tubing with bulging bubble in just below the upper fit area. This is the second set that failed the first set was thrown away but one had ruptured.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced ruptured tubing and tubing expansion expansion/ballooning/bulging. The following information was provided by the initial reporter: additional information (customer response) 13-aug-2020: can you provide a description of the event? -work order was place stating ¿IV pump may be causing the IV tubing to rupture¿. What was the date and time of the event? -work order was placed on (B)(6) at 3:02 pm. Please provide the material and lot number of the defective tubing: unknown. Was the tubing set attached to a patient at the time of the event or occurred during preparation/setup or when taken out of package? -unknown. Was there a delay of, or change in, the course of treatment due to the event? Please explain: unknown. Where did the event occur? -unit: (B)(6). Pi tubing broke on unit: asset name: 8100 pump module (B)(4), asset location: patient or user involvement: yes, patient or user harm: no. Case description: has tubing with bulging bubble in just below the upper fit area. This is the second set that failed the first set was thrown away but one had ruptured.